Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream too high at 24.64 was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device passed the downstream occlusion testing. The device functioned as intended however, the force sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream too high at 24. 64. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.